Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "numerous system error 320s in history," which was reproduced while attempting to load a set. System error 320 was confirmed through review of the event history log and caused by a failed upper hook switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed "numerous system error 320s in history." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect. The correct date of this report on the initial manufacturer report was 08/31/2016.